Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component was advanced from the right side and deployed. A 14-fr gore® dryseal flex introducer sheath was then inserted from the left side, and a delivery catheter for contralateral leg component (plc181400j/17490575) was advanced through the sheath. The contralateral leg component was deployed, followed by an aortic extender component being implanted proximal to the trunk-ipsilateral leg component. Final angiography was performed, revealing that the contralateral leg component being implanted approximately 3cm proximal to the bifurcation of the trunk-ipsilateral leg component. Blood flow to the left side appeared to be delayed compared to the blood flow to the right side, but a procedure was concluded with a wait-and-watch approach taken to the delayed blood flow. On (B)(6) 2018, a follow-up computed tomography angiography (cta) was run, revealing that the proximal end of the contralateral leg component on the left side had been compressed due to the aortic extender component. A wait-and-watch approach was taken to the device compression.